Manufacturer narrative:
The impella device was not returned and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
A long-term outcome and quality indicator (loqi) impella registry notification was received which indicated an impella patient had endured hemolysis while on support. Symptoms started on (B)(6) 2023 and v-a ECMO was added (B)(6) 2023, as a result.

Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. The device was not returned for investigation there are large placement signal spikes on 8/27. However, there are no positioning alarms or suction present. The clinical states that hemolysis was occurring 24 hours into support and then the pump was repositioned. There was nothing else indicative in the logs for the rest of the case that indicates hemolysis resumed. The root cause of the hemolysis is most likely due to improper positioning.